Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported the patient got an infection around the burrhole and they got therapy for that. They got a dbs replacement on (B)(6) 2018. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type lead, product ID neu_unknown_ext, serial# unknown, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the entire system was explanted during the infection. The event date of the issue was unknown. No further complications were reported as a result of this event.